Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient saw a por. The patient was unable to turn on stimulation with the recharger or programmer. The patient went to turn the device back on last night and got a por code. The patient was unable to turn on stimulation with the recharger or programmer. The patient was walked through how to clear the por, but saw a "in the box" screen. The patient stated that they could turn on stimulation with the recharger ow. The patient was redirected to their healthcare provider (hcp). No further complications were reported or anticipated. No symptoms were reported.